Event description:
A technician reported a dialyzer blood leak during auto-sub plus treatment hemodiafiltration (hdf). In a follow up,a nurse said fx coral fx80 hf 24/cs 1.8sa steam was used for treatment and a blood leak occurred. It is unknown how long into treatment the blood leak occurred during patient¿s hemodialysis (hd) treatment. Confirmed that the machine, a fresenius 5008x machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was visually observed at the arterial end of the dialyzer. It was confirmed that the leak was coming from the dialyzer and not the bloodlines. Stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. Confirmed that the leak was internal. Stated that there was no defect or damage seen on the dialyzer. Stated that the patient¿s estimated blood loss (ebl) was approximately 300-400 ml. Confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.